Event description:
It was reported that the patient received a "shocking or jolting" sensation. The patient had to turn off her stimulation and it was still off at the time of the report because of the "electrical jolts." The patient stated she was getting shocked in her "very personal area." The patient stated it was not a "picnic" being without the device, but getting shocked was worse. The patient also mentioned an x-ray was taken and it showed her device had "turned" and "moved all over" and the pocket was "too large." The patient stated she took one and a half years to heal and she was a "quick healer." Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had pain from the system ¿way longer than she expected to.¿ the patient was in pain for ¿almost two years¿ after implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377860, lot # v020196, implanted: (B)(6) 2007, product type lead; product ID 377860, lot # v020196, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).